Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump, as the customer experienced consecutive cartridge alarms. Although the customer will continue using the current pump and switch to an alternate method if necessary, a replacement pump was sent. Customer was informed about the procedures for returning the problematic pump and was advised to program settings and connect the cgm to the replacement pump.